Event description:
Medtronic received information from a literature article regarding left ventricle systolic function after transcatheter aortic valve replacement (tavr). The study population consisted of 50 patients who underwent a tavr procedure with the medtronic evolut r system between 2016 and 2018. Procedural outcomes were presented as follows: moderate aortic regurgitation, ischemic cerebrovascular event, acute kidney injury, permanent pacemaker implantation due to complete atrioventricular block, and access point (transfemoral) related vascular complications (arteriovenous fistula, hematoma, and pseudoaneurysm). The authors stated that no vascular surgery or surgical repair was required. Additionally, the authors wrote, ¿six patients were readmitted for 6 months follow-up after discharging due to decompensated heart failure. The reason for this was that these patients were incompatible with their medical treatments and diets.¿ no additional adverse patient effects or product performance issues were noted.

Manufacturer narrative:
Citation: kivrak a, et al. Evaluation of left ventricle systolic functions with 2d strain echocardiography after transcatheter aortic valve replacement in patients with severe aortic stenosis. Hellenic journal of cardiology. 2022 nov-dec;68:33-39. Doi: 10.1016/j.h jc.2022.09.001. Epub (B)(6) 2022. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.